Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device feature that discriminates between supraventricular tachycardia (svt) and true ventricular tachyarrhythmias withheld therapy during a ventricular tachycardia (vt) episode. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.